Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. However, currently there have been no reported allegations nor is there objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. It was stated the patient was completing pd treatments on the fresenius cycler without any adverse effects prior to death. The patient had a past medical history of esrd, dm, unspecified cardiac disease, hyperlipidemia, anemia, htn, and unspecified heart failure; all of which are risk factors for mortality. According to medical examiner (by report of a pd nurse), the patient¿s death was attributed to natural causes from pre-existing comorbid conditions.

Event description:
During follow-up for a separate event, it was reported that this patient expired. In an additional follow-up call, a peritoneal dialysis (pd) nurse confirmed the patient expired on (B)(6) 2022 while in an unknown phase of treatment with the fresenius cycler. The nurse stated there was nothing untoward about the pd treatment. The nurse stated the patient was found deceased in the morning of (B)(6) 2022 and 911 was called. However, the patient was not taken to the hospital. The nurse indicated the patient¿s medical history included end stage renal disease (esrd), diabetes mellitus (dm), unspecified cardiac disease, hyperlipidemia, anemia, hypertension (htn), unspecified heart failure. Per the nurse, the medical examiner attributed the patient¿s death to natural causes from pre-existing comorbid conditions. The nurse stated the fresenius cycler is not suspected in any way to have caused the patient¿s death. It was reported the patient was completing pd treatments prior to death without any adverse effects. The fresenius cycler was pending return to manufacturer when follow-up was performed.

Event description:
During follow-up for a separate event, it was reported that this patient expired. In an additional follow-up call, a peritoneal dialysis (pd) nurse confirmed the patient expired on (B)(6) 2022 while in an unknown phase of treatment with the fresenius cycler. The nurse stated there was nothing untoward about the pd treatment. The nurse stated the patient was found deceased in the morning on (B)(6) 2022 and 911 was called. However, the patient was not taken to the hospital. The nurse indicated the patient¿s medical history included end stage renal disease (esrd), diabetes mellitus (dm), unspecified cardiac disease, hyperlipidemia, anemia, hypertension (htn), unspecified heart failure. Per the nurse, the medical examiner attributed the patient¿s death to natural causes from pre-existing comorbid conditions. The nurse stated the fresenius cycler is not suspected in any way to have caused the patient¿s death. It was reported the patient was completing pd treatments prior to death without any adverse effects. The fresenius cycler was pending return to manufacturer when follow-up was performed.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a separate event, it was reported that this patient expired. In an additional follow-up call, a peritoneal dialysis (pd) nurse confirmed the patient expired on (B)(6) 2022 while in an unknown phase of treatment with the fresenius cycler. The nurse stated there was nothing untoward about the pd treatment. The nurse stated the patient was found deceased in the morning on (B)(6) 2022 and 911 was called. However, the patient was not taken to the hospital. The nurse indicated the patient¿s medical history included end stage renal disease (esrd), diabetes mellitus (dm), unspecified cardiac disease, hyperlipidemia, anemia, hypertension (htn), unspecified heart failure. Per the nurse, the medical examiner attributed the patient¿s death to natural causes from pre-existing comorbid conditions. The nurse stated the fresenius cycler is not suspected in any way to have caused the patient¿s death. It was reported the patient was completing pd treatments prior to death without any adverse effects. The fresenius cycler was pending return to manufacturer when follow-up was performed.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.